Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: cassette received: 1. There are no previous complaints of this code/batch. Thread of the cassette received is broken inside the cassette. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: the complaint is corresponding (justified). Corrective/ preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). This veterinary customer complains the following: "when removing the thread from the cassette, the thread breaks".